Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. Visual examination of the sample and the photo was performed and revealed foreign matter (fm) on the outside of the stopper. There is a black substance on the outside edge of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg foreign matter(fm) was observed on the stopper of one tube. There was no health impact or consequences reported.